Event description:
Event description guidant received information that this chronic ventricular implantable lead dislodged. The patient implanted with this lead received numerous inappropriate shocks.